Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial#: (B)(4), implanted: (B)(6) 2007, product type: lead. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4), ubd: 18-jun-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who is implanted with a neurostimulator. It was reported that during a replacement of an implantable neurostimulator due to normal end of service, contact 13 was out of range. The cause was not determined. The manufacturer representative was able to program around contact 13 for successful programming with the new implantable neurostimulator. There were no patient symptoms or complications reported.